Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported the customer was having high blood glucose. The mother reported her son's blood glucose was 500 mg/dl. The mother also stated her son's blood glucose was gradually declining to 474 mg/dl as he was treated with the insulin pump. The mother was also advised her son's blood glucose may be running high because he did not calculate for the carbohydrates he had eaten. The customer's mother also reported the customer frequently had high blood glucose that would rise to 600 mg/dl. The mother also mentioned the customer was living in a medical home for a medical condition that was not diabetes related. The mother declined to troubleshoot for the insulin pump. No additional information provided.